Event description:
A physician reported that an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. The patient experienced neck pain and revision surgery has occurred. Upon return of the devices, a second screw was noted to be fractured. This report will capture the second returned screw.

Manufacturer narrative:
Visual inspection: inspection of the implant found that the screw had sheared in half toward its midpoint. Fracture surface appeared smooth and flat which indicated that brittle fracture had occurred. No unusual characteristics or features were detected. Material analysis: a material analysis was performed and the results indicated that screw failure occurred due to unidirectional bending fatigue. Fatigue cracks initiated on both screws at the thread roots two to three threads from the screw heads. In both cases, cracking was through nearly the entire load bearing cross sectional area prior to final separation. No evidence of any significant material or fabrication flaws were identified. Neither fastener exhibited any corrosion degradation. Based upon the features, both screw failures would be identified as low-stress high-cycle fatigue. The tested composition of the screws were consistent with titanium alloy ti-6ai-4v. Both fractured screws exhibited microstructures and hardness levels that were consistent with this grade of titanium alloy. There were no features suggestive of base material anomalies. Device history records were reviewed for this lot and no manufacturing issues related to this adverse event were identified. Complaint history was reviewed and no similar complaints for this lot were identified. Evaluation of the available x-ray images appear to show that the adjacent interbody had subsided post-operatively. A lip from the c4 vertebrae could be seen rounding the corner of the c4-c5 interbody, which suggests that either subsidence had occurred or that it was a feature produced by surgical carpentry. Subsidence could not be confirmed, however, since there were no immediate post-op images available for comparison. It is possible that a combination of subsidence and non-union contributed to the failure by influencing the construct's loading conditions. Spinal implants are intended to provide temporary stabilization and to facilitate arthrodesis in the spine. If arthrodesis in the spine is not achieved then complications such as implant failure can occur. It appears that the screws may have failed due to repetitive neck movement as the screw failures were identified as low-stress, high-cycle, unidirectional bending fatigue. Although the failure mode of the screws appears to have been identified, the root cause of the issue could not be determined conclusively. Other factors, such as subsidence or non-union, may have contributed to the failure. It is also possible that unique patient anatomy or patient activities contributed to the issue. However, these potential factors could not be adequately evaluated, and the root cause of the issue could not be determined. As a result, the alleged failure mode was confirmed, but no root cause was able to be determined.

Event description:
A physician reported that an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. The patient experienced neck pain and revision surgery has occurred. Upon return of the devices, a second screw was noted to be fractured. This report will capture the second returned screw.